Manufacturer narrative:
Date MFR received for the initial report is (B)(6) 2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of controller log files which revealed an increase in power consumption starting (B)(6) 2017; 17 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received lysis therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with a ¿high output¿ message and an international normalized ratio (inr) of 3.4. However, diagnostics including log file review and lactate dehydrogenase (ldh) greater than 620 u/l indicated a pump thrombosis. The patient received lysis therapy.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high power was seen in the ventricular assist device (vad) log files. The patient was admitted to the hospital and the vad remains in use. No patient complications have been reported as a result of this event.